Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose (bg) was 437 mg/dl via a bg meter. Customer addressed bg with a correction bolus from the pump. Customer primed the tubing to address the issue.